Event description:
Complainant alleged that while attempting to pace a pt (age and gender unknown), the device got an alarm after 15-20 seconds. The medic checked the cables and pads, and determined they were "fine". The medic then suspended the alarm, at which time ti came back on again and the device was unable to pace. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.